Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A review of the data log was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. Data was reviewed for evaluation. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.